Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification test step during testing of the trilogy evo o2 device. The manufacturer's service technician replaced the device's oxygen blending module (obm) assembly to address the issue. Additional findings not related to the malfunction/issue was the manufacturer's service technician proactively replacing the air inlet foam filter and particulate filter. After all the parts were replaced on the device, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks for this device. The manufacturer's service technician determined the device was operating properly, and it was cleaned.